Event description:
The customer called to report bad sensor alarms. The customer also reported that she went to the emergency room due to excessive bleeding at the sensor insertion site. Troubleshooting was performed, and the test plug passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.